Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to CPAP device's sound abatement foam. Additional information was received that the patient is also alleging shortness of breath, a cough, sore throat, nausea, vomiting, dizziness, headaches, sleep issues, stress on the heart, and that the patient requires a breathing test. Patient also alleged visualization of particles in the tubing and chamber and a gray powder substance in the device. Patient also alleged the device/power cord or supply is too hot to touch. The previous report was also filed as an initial/final, however this is now an initial only report. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam. Additional information was received that the patient is also alleging shortness of breath, a cough, sore throat, nausea, vomiting, dizziness, headaches, sleep issues, stress on the heart, and that the patient requires a breathing test. Patient also alleged visualization of particles in the tubing and chamber and a gray powder substance in the device. Patient also alleged the device/power cord or supply is too hot to touch. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.